Manufacturer narrative:
Unit passed the delivery accuracy test. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. No delivery anomaly noted during testing. Unit received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump was possibly under delivering. The customer reported blood glucose was not going down with giving insulin. Patient's blood glucose at time of incident was 299mg/dl. Patient's current blood glucose was 345mg/dl. The customer treated it with manual injections. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as blood glucose was not going down. Customer reports bolus history displays all bolus entries based on their recollection. The pump passed displacement test. Customer does not feel safe with pump since it does not seem to be giving him any insulin. The pump will be returned for analysis.